Event description:
It was reported that programming showed 5v in threshold and the battery was aging. It was also reported the doctor suggested replacement. No patient complications have been reported as a result of this event.

Event description:
It was reported that programming showed 5v in threshold and the battery was aging. It was also reported the doctor suggested replacement. No patient complications have been reported as a result of this event. It was further reported that the device has been explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned for analysis. The primary analysis findings were normal battery depletion. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Correction was made (both model and serial number) and the MFR. Site ID.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.